Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has been referred to surgeon for replacement. Patient is experiencing pain at implant site. Patient has experienced recent trauma to the generator area. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient was seen in clinic and had their device checked and all values were within normal limits. There was no reported increased seizures or any additional adverse events. It was found that the patient had been wrestling with their siblings and it is believed that she may have some soft tassel injury. The only treatment taken was tylenol and ibuprofen as needed.